Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/15/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast reconstruction with a mentor cpx 4 breast tissue expander with suture tabs 220cc. Deflation on the left tissue expander was diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor memoryshape breast implant 480cc gel prosthesis on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 0.5 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device.   Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record ( DHR) of lot number 6769865 reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast reconstruction with a mentor cpx 4 breast tissue expander with suture tabs 220cc. Deflation on the left tissue expander was diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor memoryshape breast implant 480cc gel prosthesis on (B)(6) 2018.